Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the clinic, the patient experienced poor performance and a lack of clinical benefit with device use. Subsequently, the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with a new device during the same surgery. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
This report is filed on march 08, 2019.